Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3093-28, lot# v304386, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that, on (B)(6) 2017, the patient had a test with probes. On (B)(6) 2017, they had surgery and got a new electrode. On (B)(6) 2017, they were still having troubles. They had another appointment scheduled for (B)(6) 2017. The cause of the implant not working was a broken electrode. This was fixed, but it still did not stop the problem. Their healthcare professional (hcp) was working on it.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID (B)(4) lot# v304386 serial# implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported they did not know when the broken electrode occurred. The patient stated they did not know the circumstances that led to the electrode breaking. They went to the office on (B)(6) to change the point of electrodes. The patient noted they were still under from surgery when the manufacture representative (rep) explained how to set electrodes. The patient noted they needed to see how new setting was. The patient noted a nice lady come in to help people with their problems. There were no further complications that have been reported as a result of this event.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient experienced a loss or change of therapy. It was noted that the implant seemed to have quit working. The patient could feel stimulation right now and when they turned it up, but it was not helping their symptom control. It was confirmed that the patient did not have any falls or traumas that may have affected stimulation. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.